Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. Customer changed pump supplies and began using novolog insulin to address the issue, but ultimately reverted to an alternate method of insulin therapy when the occlusion recurred. Customer's blood glucose ranged from 63 to greater than 400 mg/dl.